Manufacturer narrative:
(B)(4). Superdimension has requested the device for evaluation but has not received anything to date. The physician noted a broken jagged edge inside the bronchoscope that was scraping the outside of the ewc. There were no anomalies identified during the internal review of the DHR. If additional information is received a follow-up report will be submitted. Superdimension is filing this MDR because of the possible of debris being left behind in the patient.

Event description:
The site reported shavings from the extended working channels (ewc) inside the bronchoscope during a superdimension procedure. There was no injury or serious adverse event to the patient and the patient was released. If additional information pertinent to the incident is obtained a follow-up report will be submitted.